Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer's blood glucose level was 385 mg/dl. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for the analysis.